Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagectomy procedure, the surgeon squeezed the firing trigger until he could not fire any further. There was a blunt sound instead of audible feedback. The surgeon removed the device and found the tissue partially cut and the staples malformed with legs almost straight. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55g72. Photographic analysis: the photos provided shows tissue within the anvil, and staples partially formed. The partially formed staples are an indication that the device could have not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale. If the firing sequence is not complete staples could be partially deployed without cutting the washer. The pictures provided suggest that the device was partially fired. The analysis results found that the cdh25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.